Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery cap damage. No harm requiring medical intervention was reported. Troubleshooting was performed and replaced battery cap was shipped. The customer will discontinue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for alleged charge/battery lasts less than expected, battery cap contact missing/damaged, and cosmetic damage located at the battery compartment found on (B)(6) 2022. Device was not received with original battery cap. The device passed the displacement test, active current test, sleep current test and self test. No battery alerts, alarms, or anomalies were noted during testing. Test p-cap locked properly into reservoir compartment during testing. Successfully downloaded history files and traces using thump. Battery cap contact missing/damaged, device alarmed a replace battery alert found on the event date of (B)(6) 2022 at 09:32:00.000 or 9:32 am and a failed battery test on (B)(6) 2022 at 16:49:32.000 or 4:49:32 pm. Device was cut open to perform visual inspection and found no evidence of physical and moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were also noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, corroded battery tube, and broken battery tube threads. Cosmetic damage located was confirmed at the battery compartment. Charge/battery lasts less than expected was not confirmed. Unable to verify customer's complaint for battery cap contact missing/damaged. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.